Event description:
According to the reporter, during a laparoscopic ventral hernia, the device did not penetrate properly to the mesh and tacks were not coming out when fired on the other side. Tacks fell down into the cavity but was collected by the surgeon. The surgery time was also extended for 30 minutes since the surgeon has to open two unit of the device. The surgeon opened a third pack to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.